Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the f/u dated (B)(6) 2010, the physician observed that some noise episodes were recorded in the holter memory; in addition, in two occasions, this led to inappropriate shock therapies. The physicians requested an analysis of the patient files.